Manufacturer narrative:
It was reported that the device failed the internal leakage, flow transducer and the o2 sensor test. The conclusion was that the o2 gas module needed to be replaced as it was mentioned as defective. The device logs were not received and the air gas module was not returned for investigation. Since no parts were returned for investigation, the root cause of the reported failed internal leakage test could not be determined.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer's ref.#: (B)(4).